Event description:
It was reported that the pump was alarming for low volume, but the cartridge was not nearly empty. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. No product was returned however, the pump operators manual indicates that the pump delivery accuracy is plus or minus 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon the medication viscosity, catheter size and the extension set tubing. Additionally, the pump will alarm and display a cartridge volume low message when the syringe volume is low, which is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for function and delivery accuracy tests. There is no evidence that the pump failed to meet specifications. If the product is returned, this complaint report will be reopened by the manufacturer for further investigation. A device history record DHR review could not be performed in that no specific product was identified.